Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the patient experienced pain from his stomach up to his head during a lead pull. The patient felt light headed and was administered an IV, and the ambulance was called. The rep follow up with the provider today and the patient experienced an epidural hematoma from t9 up to c7. The hospital confirmed with the physician that no surgery was needed to be done on the patient and the patient is staying in the hospital to be watched for further symptoms. The patient is no longer experiencing symptoms. The release from the hospital is unknown at this time. The rep stated that the patient is elderly with other medical conditions. The issue was not resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that per the hcp the cause of the hematoma was due to the lead pull otherwise it's unknown. The patient's other medical conditions were noted as htn, cad, gerd, prior CABG, and renal insufficiency. The patient had a neurosurgery consult and inpatient admission from (B)(6) 2018 to (B)(6) 2018 for observation. No neurological deficits noted, no interventions. It was noted the patient has a follow up appointment. No further information was reported.